Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred during basal and bolus deliveries. The customer experienced blood glucose (bg) levels over 500mg/dl and a manual injection was administered to address the bg level. Due to the elevated bg levels the customer was hospitalized. While in the hospital, the customer was administered insulin intravenously. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.